Event description:
It was reported by the patient's wife that her husband passed away last november. "The ICD didn't go off when my husband died and I'm wondering if it was faulty. The death certificate says it was a massive heart attack." Further reports the patient was having issues for a couple weeks before he died. There is no allegation from a health care professional that the patient's death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that her husband passed away last (B) (6). "The ICD didn't go off when my husband died and I'm wondering if it was faulty. The death certificate says it was a massive heart attack." Further reports, the patient was having issues for a couple weeks before he died. There is no allegation from a health care professional that the patient's death was device related. Follow up with the clinic revealed the patient had last been seen in (B) (6) 2008 and "he moved without notice."